Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead unipolar impedance value was greater than the bipolar impedance value. It was also reported the lead demonstrated poor sensing and thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.